Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore, omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The foreign material adhered to the area of water leakage. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.